Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, the pump stopped four times by itself. The pump would drop to p0 and the nurse manually restarted the pump to p9. The automated impella controller (aic) was then replaced. The patient survived the procedure.

Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. Data analysis: the console logs from the reported day of the event align with the complaint. The case started on (B)(6) 2025 and first impella stopped (current mismatch event 119)" - alarm was issued after 21 days of pump start. Additionally, multiple "impella stopped" alarms were seen. Device analysis: the console was for further investigation. A visual inspection of the internal circuitry of the console did not reveal any issues. The console was tested with a known good pump and purge cassette, and no anomalies were observed during testing. Root cause: the root cause of the pump stop was not related to any issue with the aic. No issues were found with the aic.